Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed two stored ventricuar episodes where anti-tachycardia pacing (atp) had accelerated the patient's rhythm. In the first episode, 11 bursts of anti-tachycardia pacing (atp) were delivered and the arrhythmia was successfully converted with a 5j shock. In the second episode, 8 bursts of anti-tachycardia pacing (atp) were delivered, and spontaneous conversion of the arrhythmia occurred. This crt-d remains in service, and further review was recommended. No additional adverse patient effects were reported.